Manufacturer narrative:
(B)(4).

Event description:
Patient does not remember the alert or message it was reported that an alert or message occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be signal loss due to an app crash. The reported event of an alert or message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.